Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device but did not verify or duplicated the reported unexpected loss of power. The root cause could not be determined. After completing other unrelated repairs, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.